Event description:
Patient would like to have a diagnostic done on the unit because it seemed not work correctly. Patient was told by doctor that implant should be check every 6 months and they didn't know that. Patient had an appointment with doctor on (B)(6) 2017. Patient used the patient programmer to check therapy status and patient said yes, everything seems fine. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.